Event description:
Manufacturer representative rep0rts device explant due to infection. The device became infected and the patient was treated with IV antibiotics for several weeks. The redness started to track back along the path of the extensions. An infections disease specialist was consulted and the patient was treated with IV vancomycin and gentamycin and underwent total device explantation. The infection has resolved.